Manufacturer narrative:
(B)(4). No conclusion code available. The reported set screw anomaly was confirmed in the laboratory. The device was tested on the bench and the set screw was found to be backed out.

Event description:
It was reported that during an attempted implant, the set screw would not re-engage and screw in the lead. The device was replaced with no issue. The patient tolerated the procedure well.